Event description:
Additional information was provided by the reporter. Liquid was detected during preventive maintenance and therefore the device was deemed not suitable for use, but it was not used on a patient.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the reporter, the results of the device evaluation, and the legal manufacturer¿s investigation. The device was returned to olympus for evaluation and the issue was confirmed. The unit worked, however, there was a sign of unknown liquid entered pneumatic system tubes, manifold unit, electropneumatic proportional valve, k- connector and 1st regulator unit. A visual inspection was performed on the as is received condition of the device. The housing had normal wear. There were no loose or damaged components identified on the housing of the device. The insufflator connector was examined, and it was verified that there was dried white foreign material inside the connector. The d-tube as well as the a-tube were inspected and there was foreign liquid inside the tubing. The printed circuit boards inside appeared to have no signs of water damage. As per the instructions for use (IFU) warning in section 5.13 relief mode "when relief mode is set to on, the intra-cavity gas will flow backward into the equipment for relief through the built-in valve. To prevent the internal surfaces of the equipment from being contaminated, be sure to use a disposable filter. When no filter is used, make sure relief mode is set to off." The legal manufacturer performed an investigation. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause could not be conclusively specified. It was likely that the following factors occurred: liquid flowed back from the output hose due to some effect in the absence of gas pressure. Indication phenomenon occurred due to foreign matter entering from the high-pressure hose. The filter was not installed properly with the relief mode set to on, and gas flowed backward. The instructions for use (IFU) provides the following guidelines: 5.13 relief mode. When the relief mode is set to on (effective), gas from the patient is regurgitated to the device to relieve gas in the internal tract of the device. Use a filter to prevent foreign bodies from getting into the device. Also, when the filter is not used, be sure to set the relief mode to off. 5.13 relief mode. When relief mode is set to on, the intra-cavity gas will flow backward into the equipment for relief through the built-in valve. To prevent the internal surfaces of the equipment from being contaminated, be sure to use a disposable filter. When no filter is used, make sure relief mode is set to off.

Event description:
It was reported by the distributor, during preventive maintenance of the high flow insufflation unit, unknown liquid was detected in the electro-pneumatic hoses. It was unknown if the issue was found before or after a therapeutic procedure. No other equipment was replaced during the procedure. No patient harm reported.

Manufacturer narrative:
Additional information was requested from the reporter. A supplemental report will be submitted should additional information be made available. The subject device referenced in this report was not returned for evaluation, therefore the device evaluation could not be completed at this time. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.